Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic pacing failure occurred and the catheter was judged to have moved. The case was completed with cryo. Phrenic nerve palsy (pnp) was diagnosed after the procedure. The pnp did not recover prior to discharge. No further patient complications have been reported as a result of this event.